Event description:
The hospital reported a patient death during use of the aisys cs2. It was reported that anesthesia providers were unable to ventilate the patient after induction of anesthesia and intubation. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Date of death: not provided. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Date of death: not provided. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a patient death during use of the aisys cs2. It was reported that anesthesia providers were unable to ventilate the patient after induction of anesthesia and intubation. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The device logs do not indicate any mechanical or electrical errors, and inspection of the device by hospital engineering and ge field service did not identify any source of malfunction. Since the case started at 11:14 am on 08dec2021, the device alarms were appropriate and consistent with a difficult airway. Inability to ventilate despite attempts to mechanically ventilate and use a mapleson/ambu-bag also are indicative of a difficult airway. The customer states that the unit was used on cases both before and after the incident without issue. From the description by the customer regarding the beginning of the case and intubation, there were likely issues with the patient receiving the ventilation. Therefore, the root cause of the patient death is undetermined and there is no evidence of device malfunction.